Event description:
Rptr received the er1 message on occasion. Rptr retests obtaining a satisfactory blood glucose value. Technique was suspect. Reviewed technique and importance of the color chart comparison and control solution test.